Event description:
The rv lead became dislodged and the physician chose to replace the whole system. This device was retained by the hospital. Should additional information become available, this file will be updated.